Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-41- dead battery test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Meter does not turn on when the circle button is pressed and when does not turn on when strip is in meter. The expected fasting blood glucose test result range is undisclosed. The customer did reported hypoglycemic symptoms such as a headache and fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage information is not disclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is undisclosed. Customer states she does not require medical attention and declined to answer further questions and disconnected the call. The meter memory was not reviewed for previous test result history.